Manufacturer narrative:
H4: the lot was manufactured between may 16th and 17th 2023. H11: the actual device was not available; however, nineteen (19) companion samples were received for evaluation. A visual inspection was performed, and leakage was not easily identified by the initial visual inspection. Functional testing was performed on the companion samples, and a leak was identified from the spike port bonding area of four of the returned samples. The reported condition was verified in four companion samples and was not verified in fifteen companion samples. The cause of the reported condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. This issue was noted prior to product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.